Event description:
User alleges that they had an ICU pt using a steri-cath closed suction catheter and they discovered approx 20cm of the catheter broke off and was left inside the pt. The catheter was removed with no adverse outcome reported.